Event description:
A male pt underwent a coronary diagnostic procedure on (B) (6) 2008 in which a 6f sheath was used to access the cfa. The physician proceeded to use the mynx device, which was prepped for use per IFU by a trained operator. The device was reportedly deployed without complication, however once the operator tried to remove the device through the advancer tube he initially felt resistance. He reinflated the balloon with contrast and during visualization under fluoro, it was reported that the balloon was abutting the arteriotomy and a small leak was noted. He laid the device down, deflated the balloon and tried to remove again, but resistance was still felt. He then proceeded to remove the device as a whole, but it was noted that the balloon had become detached from the device. Hemostasis was successfully achieved and distal pulses were reportedly normal. The pt was observed overnight and sent home within 12 hours, no further incident or pt complication reported. The pt returned for routine follow-up on (B) (6) 2008 with no clinical sequalae reported.

Manufacturer narrative:
Balloon detachment was confirmed. Cause for the initial difficulty to remove the device through the advancer tube can be attributed to a balloon leak (cause unknown). The presence of blood in the inflation barrel and extension line of the device confirms the aspiration of blood through the balloon and into the inflation lumen of the catheter. A balloon with a leak would continue to aspirate blood through the leak resulting in an incomplete deflation. During the procedure, the leak was confirmed visually under fluro when the physician re-inflated the balloon with contrast. Contributing factors to the balloon detachment could have been the balloon's inability to fully deflate (due to the increased viscosity of the contrast compared to saline and blood) along with the leak in the balloon. The second attempt to remove the balloon through the advancer tube resulted in the reported balloon detachment. Per the instructions for use ("note: if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract."), the advancer tube and balloon catheter should have been pulled out together at the first encounter of resistance.